Manufacturer narrative:
The sterilization record for the product was reviewed and found complete. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was an infection on the device pocket. The patient was hospitalized and was in stable condition. There were no adverse consequences.